Event description:
It was reported the patient had an infection in 2004 when they had their first implant "all the way from where they put it in, all the way up my spine¿ and they had to pay for an all new battery and surgery. It was reported the patient was in the hospital for 6 weeks and ¿no one thought they were going to live". (B)(4) ¿ coupling/comm. Issues. These events are not related.

Event description:
It was reported that the patient's device implanted in 2004 was only in for a few weeks, and then it was explanted due to staph infection. The patient stated that she then had a stimulator implanted in (B)(6) 2005 that only lasted approximately 1 year and was replaced. The next stimulator, implanted in (B)(6) 2006, lasted approximately 5 years and was replaced on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type extension; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type extension; product ID 3487a-33, lot # j0437052v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0437052v, implanted: (B)(6) 2004, explanted: (B)(6) 2004, product type lead.

Manufacturer narrative:
(B)(4)